Manufacturer narrative:
H6 investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd ultra-fine¿ short needle insulin syringes had a needle protruding out of cap a needle stick injury occurred. The following information was provided by the initial reporter: email received: hi xxx, further to last needle stick injury just happen not that long ago (which still did not get any official follow up). We have another needle stick injury yesterday (glove on). Please response and investigate. From attached inside the email, direct from staff: hi xxx & xxx, approximately 12.45pm xxx in our upstairs packing room was packing a job ds-005 (3pk) and was injured by needle protruding out of cap, all pictured above. I have provided xxx with a band aid and assisted her in the matter.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ short needle insulin syringes had a needle protruding out of cap a needle stick injury occurred. The following information was provided by the initial reporter: email received: hi xxx, further to last needle stick injury just happen not that long ago (which still did not get any official follow up). We have another needle stick injury yesterday (glove on). Please response and investigate. From attached inside the email, direct from staff: hi xxx & xxx. Approximately 12.45pm xxx in our upstairs packing room was packing a job ds-005 (3pk) and was injured by needle protruding out of cap, all pictured above. I have provided xxx with a band aid and assisted her in the matter.